Event description:
A site representative reported that while in a spine procedure, a driver is chewed up and the percutaneous reference pin was not seating properly with the pin. The site had an alternate set sterilized and used those instruments to proceed with the surgery. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
The patient information is unavailable from the site at time of this report. RMA issued. Replacement part shipped to site (B)(4) 2012. Medtronic evaluation of returned part finds that as reported, the percutaneous reference cross pin will not seat in the frame. There is a ridge worn into the inside of the attachment shaft not allowing the percutaneous pin to advance further.